Event description:
Customer alleged 4 sets of discrepant blood glucose values on the advantage system: 412 mg/dl and 128 mg/dl within 10 minutes, hi (greater than 600 mg/dl) and 188 mg/dl within 10 minutes, hi (greater than 600 mg/dl) and 137 mg/dl within 10 minutes; 164 mg/dl and 412 mg/dl within 10 minutes. The customer reported no symptoms with the results. Customer stated he took 11 units of humalog insulin based on one of the hi results. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.